Event description:
It was reported that the patient experienced an inflammatory mass. The patient experienced the following symptoms: hands more numb (for about 1 year), intermittent electric shock feeling in back that causes sudden jerking (for about one month); very little feeling in his feet (for about 6 months). When the patient does have feeling, he feels "extreme pain; difficulty walking". Per the reporter, a different hcp took an MRI and saw a "cyst or granuloma at the tip of the catheter". The patient then had a MRI; contrast was ordered, but the MRI center did not do the study with contrast. The patient was rescheduled for another MRI with contrast to determine if he has granuloma. The pump contained morphine and fentanyl. Additional information has been requested from the hcp, but was not available as of the date of this report.